Manufacturer narrative:
This report is submitted on october 24, 2023.

Event description:
Per the surgeon, the patient experienced a loss of his abutment and his wife screwed it back into place using her glasses screwdriver. A skin revision performed under a general anaesthetic on (B)(6) 2023 and a new abutment was placed. The implant remains in-situ.